Event description:
The patient found a leak in dwell 3 of 4, but the leak area was not identified. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 (air in set) that occurred during dwell 3 of 3. The actual sample was available and the reported issue was not confirmed in the lab. Visual inspection, functional test and pressure test were performed on the returned sample with no abnormality observed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.